Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, a point of suture was infected, and the treatment did not solve the issue. The user has been explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an infection at the surgical incision which did not heal after implantation surgery. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. The concerned device was explanted but has not been received for investigation.

Event description:
Reportedly, a point of suture was infected, and the treatment did not solve the issue. The user has been explanted.